Manufacturer narrative:
(B)(4). Eval, results: (removal difficulties); (45 degree neck angulation, mild tortuosity, mild thrombus, and mild calcification in the iliac arteries). Eval, conclusion: (45 degree neck angulation, mild tortuosity, mild thrombus, and mild calcification in the iliac arteries).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 55 mm abdominal aortic aneurysm 1 month ago. Vessel morphology was reported as the aortic neck having a 454 degree angle, mild tortuosity, mild thrombus, and mild calcification in the iliac arteries. It was reported that after the stent graft was fully deployed and upon removal of the delivery catheter, the spindle/nosecone would not retract into the delivery system, due to the angulation of the aortic neck. The nosecone/spindle were "hugging" the vessel wall when the delivery catheter was being removed. The nosecone/spindle was caught on the edge of the fabric and apex of the stent graft. The physician followed the trouble shooting suggestions that are provided in the IFU, such as rotating the delivery system both clockwise and counter clock wise, pulling the stiff wire back in the delivery system, advancing the sheath on the contralateral side, and ballooning the proximal portion. However, the nosecone could not be retracted. Further manipulation of the pt's abdomen, while the physician twisted the delivery catheter at the same time, caused the nosecone/spindle to release. No additional clinical sequelae were reported and the pt is fine.